Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 22 minutes, 86,000 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to have become end-firing. The fiber was replaced and the procedure completed using a second surgical fiber. There were no patient complications and no injury reported.